Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "pair new transmitter" message occurred. Product and data was evaluated and the allegation was confirmed as a "pair new transmitter" message was confirmed. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The probable cause was determined to be a transmitter failed error. The reported event of a "pair new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a "pair new transmitter" message occurred. Data was evaluated and the allegation was confirmed as a "pair new transmitter" message was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a "pair new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.